Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received; however, the evaluation has not been completed. Once the evaluation is complete, a supplemental will be submitted with the results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned within its introducer sheath and the catheter. The stent portion was not returned for evaluation, as it remains within the patient. For further examination, the device was pushed out of its introducer sheath with no issues. The pushwire was observed to be separated at the distal section. No kinks or bends were observed on the pushwire. No other anomalies were observed. The broken distal end of the pushwire was then cut and sent out for scanning electron microscopy (sem) analysis. Based on the analysis findings and the sem analysis, the report of separation was confirmed. The fracture surface exhibits with dimples consistent with tensile overload. However, the event cause could not be determined. The review of lot history records shows that the finished device met all manufacturing requirements and specifications during final assembly and quality inspection. Per our instructions for use (IFU): excessive vessel tortuosity that prevents the placement of the device. Do not rotate the delivery pusher during or after delivery of the device into the parent vessel. Rotating the delivery pusher may result in a kinked device or fracture and detachment of the device from the delivery pusher. If excessive resistance is encountered during the delivery of the device discontinue the delivery and identify the cause of the resistance. Advancement of the device against resistance may result in device damage and/or patient injury. Do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. For vessel safety, do not perform more than three recovery attempts in the same vessel using devices. For device safety, do not use each device for more than two flow restoration recoveries. Do not treat patients with known stenosis proximal to the thrombus site. Advancing the microcatheter while the device is engaged in clot may lead to embolization of debris. For vessel safety, do not reposition more than two times. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The device is expected to return for evaluation. Once received and evaluation has been completed, a supplemental report will be submitted. Without the return of the device the cause of the clinical observation cannot be determined.

Event description:
Medtronic received information that after attempting to retrieve clot during mechanical thrombectomy of the m2, the capture lp device detached during pull back and remains in the m2. There was no reported resistance and the device never went back into the micro catheter for retrieval. The patient is in stable condition. The vessel was revascularized and the patient is on blood thinning medications. There are no plans to retrieve the device in the m2. The patient was receiving mechanical thrombectomy to treat a stroke in the m2. There was no vessel tortuosity. The reported device and accessory devices were prepared per IFU and the catheter was flushed as directed. Continuous flush was maintained and the device was not torqued during the procedure. Two passes were made with the device prior to the separation. The stent was not repositioned and there was no stenosis proximal to the thrombus site. The clot characteristics were hard.